Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) found an implantable neurostimulator (ins) security level anomaly with the software. ¿invalid device¿ error message appeared on the commercial dbs clinician programmer application when telemetry was attempted and ins was found to have the security set to "no security". After updating the returned ins to 'commercial' level, the ins was able to be successfully interrogated with the commercial a610 v4.0 dbs clinician programmer application. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when trying to interrogate a new percept rc they could not establish a connection. They got an error message that said "invalid device - discovered device not supported. The session will end now." There was no code with the message. The feature information code was 301 and they were using the latest app version. The percept rc would be sent back for analysis. They were no advised to use a different tablet so unfortunately, they do no know if using a different tablet would make a difference. The device was never implanted and logs would try to be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting there were no contributing factors, troubleshooting performed, or actions/interventions taken to resolve the issue identified. The issue was not resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.